Event description:
During an in-clinic follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.